Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device battery voltage was at the elective replacement voltage, but there was no elective replacement indicator flag. The device was reprogrammed to correct the discrepancy and is still in use. No patient complications have been reported as a result of this event.